Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failed internal leakage test could be duplicated. The inspiratory pipe and expiratory cassette membrane were cleaned and preventive maintenance was performed. The ventilator then passed all functional and safety tests and was cleared for clinical use. The root cause of the event was debris in the inspiratory pipe and expiratory cassette membrane. This will be detected during pre-use check.